Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error image on the insulin pump screen. The customer¿s blood glucose was unknown. Troubleshooting steps were provided for critical pump error. Customer was advised to discontinue use of the insulin pump and to revert to backup plan and the insulin pump will need to be replaced. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, displacement test, or verify critical pump error due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. Insulin pump also received with cracked battery tube threads and cracked case behind the pump at the corner of the belt clip rails.